Event description:
Impossible to drain the collection bag. The edsiii was placed on (B)(6) 2014. Clinical consequence : meningitis. Incident reported to the ansm. (B)(6) 2014: confirmed with customer that (B)(6) 2014 is the implant date. Customer is not sure at this time if the sample will be returned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected and traces of biological debris were noted on the filter in the top of drip chamber, and in the drip chamber. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the on position. Purified water flowed into the drip chamber. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed a bit slower than normal, and empted into the collection bag. Review of the history device records confirmed the valve, product code 82-1731 with lot number cppby8, conformed to the specifications when released to stock on the 17th january 2014. The root cause of the problem reported by the customer could not be determined, the drip chamber flowed into the collection bag slightly slower than normal, this could be due to the filter in the drip chamber coming into contact with biological debris. As noted in the IFU : caution: close the clamp below the atmospheric vent to prevent wetting the vent when the bag is laid down, such as during patient transport. If the vent becomes wet, it may prevent the flow of csf into the bag. Once the system is set up on an IV pole or other support, open the clamp below the vent. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Complaint sample not returned.